Event description:
It was reported that a user experienced sustained high glucose alerts on the ilet following a supply change, with the highest glucose reported over 400 mg/dl and alerts persisting over 90 minutes; the user reported no infusion set leaks or kinks and later replaced supplies, after which glucose returned to range while using an inset 23", 6 mm infusion set. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for medical intervention, no hospitalization, and no assistance from others. Investigation included customer counseling on high glucose alerts, guidance to follow healthcare provider recommendations, and follow-up confirming resolution after supply replacement. Investigation of this case revealed no device malfunction identified and no infusion set integrity issues reported, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.